Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is intermittent image transmission. There is no information if this happened during surgery. There is no information that the event caused a harm or serious injury to patient, user or third party.

Manufacturer narrative:
Date of investigation: 2026-01-14. Result of investigation: the repair technician was able to verify the customer's failure description "intermittent image transmission evident" by inspecting the device. During the incoming inspection, the customer's complaint was attributed to the broken camera cable. The fault can therefore be clearly confirmed. The grasping mechanism is slightly worn. The th110 was determined to a defective shielding of the camera head cable which consequently could be influenced by hf radiation. The broken shielding is caused by wear by using the cable. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).